Event description:
It was reported that the procedure was treating a lesion in a coronary artery. During inflation of the 3.5x18mm xience prox stent delivery system, the device reached 4 atmospheres and then started loosing pressure. Inflation was attempted a few more times with the same result. The device was replaced with another xience to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed however there was a tear in the shaft. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.